Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged fill estimate and load fill tubing issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 300 units of insulin. In addition, it was reported that the customer experienced difficulty filling the tubing during the fill tubing sequence. Customer declined further troubleshooting for the fill tubing issue therefore no additional information was able to be obtained. Customer's blood glucose (bg) level was over 500 mg/dl. A manual injection was administered to address elevated bg. Reportedly, customer reverted to manual injections for insulin therapy.